Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a detached carbide insert on one grip. The carbide insert was not returned. The grips and other components surrounding the carbide insert did not exhibit damage that would have contributed to the detached insert. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the instrument tip dropped into patient body. Dvstat was called and the customer wanted to know the instrument tip material. Customer wanted to know whether this instrument tip can be scanned by CT. Tse stated to the caller that it can be scanned by CT. The surgeon reported that the fragment has been removed using laparoscopic instruments under x-ray guidance, and the patient is in stable condition.

Manufacturer narrative:
Large needle instrument has not been received for failure analysis evaluation.